Event description:
It was reported that a patient received questionable results when testing with coaguchek vantus meter serial number (B)(6). On (B)(6) 2023, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 2.9 inr. Within 30 minutes of laboratory testing, a sample from the patient was tested using the meter, resulting in a value of 3.9 inr. On (B)(6) 2023, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 2.8 inr. Within 30 minutes of laboratory testing, a sample from the patient was tested using the meter, resulting in a value of 3.9 inr. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is every two weeks.

Manufacturer narrative:
The meter and strips were requested for investigation. Replacement product was sent. The meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.1 inr. Qc 2: 3.1 inr. Qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined. The alleged meter value of 3.9 inr on (B)(6) 2023 was actually measured on (B)(6) 2023 according to the returned meter's patient result memory. Section e3: occupation is patient/consumer.